Manufacturer narrative:
H11: the device was received for evaluation. Evaluation attempted to run a simulated therapy, but it could not be completed due to a constant false upstream occlusion alarm. A failed upstream sensor was determined to be the cause for the false upstream occlusion alarm. A review of the event history log did not identify any abnormalities related to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition of ¿not pulling fluids from bag when testing and not alarming¿ was unable to be verified due to the false upstream occlusion alarm. The device will be required to pass all testing prior to being returned to the customer. The upstream sensor requires replacement to address the false upstream occlusion alarm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump was not pulling fluids from bag and was not alarming during testing in the biomedical service department. There was no patient involvement. No additional information is available.